Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported events could not be conclusively established through this evaluation. Per the vad coordinator, it is unknown if the device will be returned. Multiple requests for product return were sent to the customer. However, no response has been received to date. The heartmate ii IFU lists right heart failure and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, driveline, pump pocket, and local infection are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of the hmii lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years 2 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was routinely transplanted. According to ventricular assist device (vad) coordinator, the patient was being monitored as an inpatient waiting as a status 2 recipient. The patient was listed for a combined heart and kidney transplant. His post-implant course was complicated by severe right ventricular dysfunction, driveline infection, repeated pump stoppage due to driveline fault (short to shield) status post percutaneous repair. After, he required an ungrounded cable due to progression of driveline fracture and repeated pump stops. He had recurrent low flow and progressive right ventricular (rv) dysfunction. He was not a candidate for replacement of his lvad due to severe rv dysfunction and chronic renal dysfunction and was at high risk of pump failure due to progressive drive line fracture with no further method to repair his device. Given this recurrent issues, the patient was admitted for optimization and management and requested higher listing status for transplant due to device malfunction with imminent risk of pump stoppage without ability to replace the pump. He was also volume overloaded and needed IV diuresis and inotropic therapy for rv failure.